Event description:
It was reported that a 29mm navitor transcatheter aortic valve was selected for implant on (B)(6) 2024 using a large flexnav delivery system. The aortic annulus was measured with the diameter as 26mm, the perimeter as 82mm, and th area as 493mm^2. A pre-implantation balloon-aortic valvuloplasty (bav) was performed with a 24mm non-abbott balloon. The device was implanted. Post-implant a mild-moderate perivalvular leak was noted. A post-bav was performed with a 24mm non-abbott balloon. As the balloon was removed from the patient it was observed that the balloon got stuck on the bottom of the valve stent. The valve was pulled with the balloon towards the aorta. The patient did not present with any clinical signs or symptoms. The patient was stable.

Manufacturer narrative:
An event of the mild-moderate perivalvular leak and device migration was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. It was observed that the balloon got stuck on the bottom of the valve stent. The valve was pulled with the balloon towards the aorta. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.